Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital due to fever. On (B)(6) 2023, the nurse found that the newly opened indwelling needle was leaking when using the closed indwelling needle to give the patient intravenous infusion, so it could not be used. Immediately replaced with a new closed venous indwelling needle, there was no abnormality, and the intravenous infusion was successfully given to the patient without causing other injuries.

Manufacturer narrative:
A device history review was conducted for lot number 2315208. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital due to fever. On (B)(6) 2023, the nurse found that the newly opened indwelling needle was leaking when using the closed indwelling needle to give the patient intravenous infusion, so it could not be used. Immediately replaced with a new closed venous indwelling needle, there was no abnormality, and the intravenous infusion was successfully given to the patient without causing other injuries.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.